Event description:
It was reported that the customer passed away due to diabetes complications, renal failure and heart disease. It was stated that the customer was not wearing the insulin pump at the time of his death. The caller agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.